Manufacturer narrative:
Results of investigation: vyaire failure analysis lab was able to verify the customer's reported issue. Bench testing revealed that the flow valve home position was out of calibration. The service technician recalibrated the flow valve home and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician performed bench testing on the device. The device passed 98 hours of extended testing at the customer¿s settings with no failures or malfunctions. During service check out testing, the device failed the lap top ventilator final test for non-conformances with the flow performances test and calculated tidal volume average. These slight non-conformities would not result in a failure to ventilate properly at the customer settings in use at the time of the incident. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire that a patient passed away while connected to model lap top ventilator 1150 and non-invasive testing was requested. The customer stated that it is not believed that the device had anything to do with the patient¿s passing.